Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedances, within range. Requests for additional information were unsuccessful. No adverse patient effects were reported. System remains in service. Additional information was received which indicated that the rv lead exhibited high shock impedances out of range. The plan is for the patient to undergo monthly device checks and continue monitoring. This rv lead remains in service. No adverse patient effects were reported.